Event description:
Fire dept responded as a back up to an infant in cardiac arrest after the ambulance's monitor allegedly malfunctioned (reference medwatch #3015876-1997-00096). An attempt was made to monitor the pt using pediatric ECG elelctrodes and allegedly the device displayed a continuous connect electrodes message and would not display the pt's rhythm. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's viability.